Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.

Event description:
An impella cp device was inserted into the right femoral artery in a 65-year-old male patient with a past medical history of a coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a percutaneous coronary intervention (pci). During the procedure, the impella was implanted during an active code that was caused by a complication of a perforation and covered stent placement to the left anterior descending artery (lad).the pump stopped during active cardiopulmonary resuscitation (CPR), due to high motor current, but was able to be restarted. The impella functioned at p-4 at 2.2l/min. The following day, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage e shock.

Manufacturer narrative:
Purge pressure high: the cause of the purge pressure high was biomaterial ingestion as the hpp occurred after a mc spike that temporarily stopped the pump. Temporary pump stop: the cause of the temporary pump stop was biomaterial ingestion as mc spike occurred during the first start attempt after the pump was noted to have been idle in the patient during a code. After the temporary pump stop, hpp was noted for the remained of the case. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.